Manufacturer narrative:
The complaint is being reported by zimmer biomet as (B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Received; but not yet evaluated

Event description:
It was reported that during surgery the graft was shredded "when it came out". Thus, a second graft needed to be harvested. No additional patient consequences were reported.

Manufacturer narrative:
The complaint is being reported by zimmer biomet as (B)(4). On (B)(6) 2017, it was reported that the graft was shredded when it came out and a second graft needed to be harvested and there was a delay to the surgery of 20 minutes. On (B)(6) 2017, it was clarified that the event occurred (B)(6) 2017 during surgery. The event did not occur upon opening the device, before use, or during first-ever use. An additional graft was needed and the blades were properly placed. The dermacarrier was at room temperature at time of use. The device has not been repaired by anyone other than zimmer biomet, but pesio did look at the device. Another device was used to complete the surgery and the surgical technique was used. There was no harm, injury or adverse events associated with the failure. The customer returned an air dermatome device, serial number (B)(4), for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated air dermatome serial number (B)(4) one time as documented in the repair reports in livelink. The last repair was (B)(6) 2017 where it was reported that the device was taking thinner grafts and the thickness lever, bearings, seal and retaining ring were replaced. This is not a related issue. Initial qa inspection of the air dermatome on (B)(6) 2017 was not performed since the product was not returned for evaluation. Repair of the air dermatome was not performed by zimmer biomet surgical since the device was not returned for repair. The reported event was non-verifiable since the product was not returned for evaluation or repair. The root cause of the graft was shredded was non-verifiable since the product was not returned for evaluation or repair, hence a root cause could not be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.